Event description:
Litigation alleged the asr hip was explanted due to pain, grinding, metallic debris within the joint space, clicking and implant loosening and/or detachment.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 6/6/16 medical records received. After review of the medical records for MDR reportability,surgical revision notes mentioned cystic lesion, but did not note metallosis so it was removed from the complaint. Updated cup mfg/exp date, and added part/lot numbers to sleeve/head.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.